Event description:
Event description guidant received information that this device's gas gauge still shows that the device is at beginning of life (bol). It has been implanted since august, 2000, and is currently programmed to a lower rate limit of 60 ppm. Atrial and ventricular amplitude is 3.5 v at 0.4 ms and lead impedance is at 600 ohms for both leads and the device is 100% pacing. The longevity remaining is less than 5 years. This device is also part of the pdm second population advisory. No adverse patient effects were reported.